Event description:
It was reported that the customer's insulin pump was showing bad batteries. The customer stated that he went through eight batteries already. The customer confirmed that he was receiving the failed battery test alarm. The customer's blood glucose was 144 mg/dl. The customer afterwards experienced a blank display. The customer stated that he previously used rechargeable batteries but stopped had recently stopped doing so. Troubleshooting for the failed battery test alarm was done. It was found that neither the compartment nor the spring were damaged or corroded. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.